Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9, h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR (B)(4) (1/2).

Event description:
It was reported that during bronchoscopy procedure, the balloon tip was separated from the shaft of the scope. There were no reports of the balloon falling into the patient's body. The scope was replaced to complete the procedure. There were no further reports of patient harm.